Manufacturer narrative:
H2: additional information was received and updated in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The issue was suspected to be likely due to user error. Use of the mr8 was continued with no further issues.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy. The site performed a navigated spin, then the mr8 was inaccurate 3mm medial to all other instruments. The projection was saved and the site navigated to the entry point, the drill was showing 3mm lateral. After verifying the drill, the inaccuracy was superior/inferior (not touching bone). Other instruments did not have navigation issues. The last three screws after this issue became apparent. Navigation and imaging were aborted. The surgeon used fluoro to complete the procedure. During troubleshooting, the rep reported being able to replicate the complaint but not to the extent as during the case. Using a cranial frame - instead of stealthair frame during case - the manufacturer representative (rep) was able to verify mr8 at various angles and was able to replicate an inaccuracy by ~1.6mm. When verifying with the tip straight, navigation was very accurate. Using the improper verification technique on all divots of cranial frame produced poor accuracy in navigation. The rep was able to get mr8 to verify when approaching the divot slowly and not yet being on divot. The rep did not have another mr8 verification tip. The rep verified other instruments and were not able to verify without touching the divot. There was a less than one hour surgical delay and no impact on patient outcome.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: software was returned for analysis. Logs were not available. Without logs, there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c20, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) please see additional codes for the updated annex g code, g05001, to represent the camera. H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, lot: - h2-h6): a medtronic representative went to the site to test the equipment. Testing revealed that there were no failures found. The s ystem performed as intended. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.